Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of experiencing excessive no delivery alarms. Customer changed infusion set around ten times in two weeks. Customer reported that as a result of no delivery, blood glucose continued to elevate. Customer's blood glucose was 500 mg/dl. Which was treated with manual injections. Customer reported of also being on steroids due to back issues. Customer was not able to troubleshoot. Customer was advised to changed complete set and to call back should issue persist.